Manufacturer narrative:
The patient could not recall the time of the event and did not provide any glucose values, but mentioned that the event happened on the night of (B)(6) 2024. The patient complained not hearing the low glucose alert on the mobile device and did not feel transmitter vibration. The customer care contacted the patient and went over the sound settings and no issue was found. The sound chosen for alerts were strong enough to be heard. A troubleshooting process was performed to check if the transmitter was vibrating as expected and no issue was found. Thus, the customer complaint could not be confirmed. Since the event happened during night time, it is possible that the alarm sound and the transmitter vibration might have not felt by the patient. This incident does not require any further investigation. B4.date of this report 14 february 2025. G3.date received by the manufacturer? 14 february 2025. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event on the night (B)(6) 2024. The patient did not provide any glucose values and mentioned not remembering them. The patient complained not hearing the low glucose alert on the mobile device and did not feel transmitter vibration. The patient did not seek any medical attention and was able to self resolve the event.